Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. There was no detection of micro-organisms present in the device. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses uno flush detergent, to suctions water out of the channels and flushes out the air/water, auxiliary washing, balloon and the forceps elevator channel. During manual cleaning, the customer used neodischer endoclio achie 4% detergent with miathec endoscopie brush to brushes the operating channel, the suction pistons/cylinders, the operating channel port, balloon channel and the distal end/area around the forceps elevator. For automated endoscope reprocessor (aer) treatment, the soluscope reprocessor along with soluscope cln detergent and soluscope paa disinfectant were used. The customer did not manually disinfect the scope. The scope was stored using plasmatyphoon and olympus is the customer¿s maintenance company. The scope was not sterilized. The customer stated that no automated endoscope reprocessor testing was performed. The customer suspected device was returned for investigation. Upon evaluation of the returned device, the following defects were found: distal end cap was found cracked/dented. There was a gap at the bending section. The faulty parts were replaced and the device was returned to the user facility. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that the suction channel on the evis exera lll colonovideoscope tested positive for e. Coli, gastrobacteria, and pseudomonas aeruginosa on (B)(6) 2022. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use, on (B)(6) 2022. There was no patient infection or harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.